Manufacturer narrative:
In response to FDA report number: mw5096489. The reason for reoperation: ¿experiencing excruciating pain¿ and ¿rupture". No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient's relative reported ¿experiencing excruciating pain¿ and ¿MRI and other scans show implants have ruptured and are leaking into body.¿ device remains implanted. This record is for the right side.